Event description:
In house evaluation of many lots of distributed sensors for the dex blood glucose monitor has indicated that several lots will not meet claims through out the shelf life. These lots are expected to yield an increasing frequency of high results which might lead to excessive medication. Lots 1a075aa,2a076aa,1a077aa,1a078aa, and 1a078ba are being recovered in the us, and other lots in thirteen other countries.